Event description:
It was reported that the patient presented to the emergency room and loss of capture of the device was noted. Reviewing x-ray confirmed that right ventricle (rv) lead was dislodged. The physician elected to explant the rv lead and replace it with new lead on (B)(6) 2025. The patient's condition was stable.